Event description:
The customer tested his blood glucose using his contour meter and received a reading of 343 mg/dl. He retested using another meter and received a reading of 72 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.